Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The image was noted to flicker when the bending section was angulated, and was also observed to distort during the evaluation. There was evidence of fluid invasion in several areas of the endoscope, including the electrical connector, which was noted to contain corrosion. The exact cause of the fluid invasion could not be determined, but user mishandling could not be ruled out, and the device showed evidence of extensive wear. This report is being filed as a MDR in an abundance of caution.

Event description:
The user facility reported that they lost the video image during a diagnostic colonoscopy. The facility reported that in the beginning of the procedure, the video image was fine then lines intermittently appeared on the screen. They lost the video image when the endoscope was in the patient's cecum. The physician withdrew the device and finished the procedure with a different, but similar device. There was no patient injury reported.